Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed that the ae cable cracked. Based on the result, we concluded that it was caused due to the excessive force applied on the electrical connector.

Event description:
Us probe leaky, ift - loosened. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. Model eg38-j10ut-us is available in the USA with a 510k number k200090.